Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that since insertion she has been having chronic fatigue, excruciating joint pain in her ankles, knees, hips, her hands were swollen, she sometimes couldn't even get out of bed due to joint pain and fatigue. She couldn't think clearly, got confused, forgetful, couldn't concentrate. Consumer has been tested for rheumatoid arthritis, lymes, gout, osteo-arthritis, had her thyroid checked and all of them were negative. She has not been tested for fibromyalgia, has not had her vitamin b12. Vitamin d levels were not tested and she has not had any nickel allergy testing. She had a depo shot prior to insertion, that pushed back the insertion date due to the severe bleeding from the depo for 4 or 5 months. Consumer also mentioned that her menses have been very heavy and she has needed a tampon and a super heavy pad due to bleeding and clots, and last month was the worst, passing huge clots, horrible bleeding. She would have an appointment on (B)(6) 2015 with her gynecologist. She has been continuing with essure. Correction (B)(6) 2015 following company internal coding review: the event "she couldn't think clearly" was recoded to (B)(4) llt "inability to think clearly". The case was upgraded to serious. Follow-up information received on (B)(6) 2015 ptc investigation result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additionally, the following correction was performed after a company internal review: patient was (B)(6) years old. Follow up information received on (B)(6) 2015: on (B)(6) 2015, essure was removed via hysterectomy. Consumer stated that she had problems from day one of the insertion with horrible cramping and bleeding. She had 2 medical doctors who told her she has a cobalt allergy, similar to a nickel allergy. She was told she has undifferentiated connective tissue disease. She has been taking steroid shots in her hands and feet due to swelling. She has pre-existing glaucoma, has been on prednisone since (B)(6) 2015, tapering down the dose, she was very afraid of all the steroids affecting her glaucoma. She has another 30 days of it at 5 mg. Also on tlaquenil for joint inflammation. Onset date of events: (B)(6) 2013. Events were ongoing. Follow up from (B)(6) 2015: the required number of follow-up attempts was completed, with no response to date. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure model has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a (B)(6)-year-old female consumer, who had essure (fallopian tube occlusion insert) inserted and she couldn't think clearly. Later it was informed she presented horrible cramping since placement and underwent hysterectomy to remove the essure devices. These events, interpreted as mental impairment and abdominal pain are serious due medical importance and required intervention. Mental impairment is unlisted in the reference safety information for essure, while abdominal pain is listed. Abdominal pain may occur during essure use, however, mental impairment is not expected. In this case, the consumer couldn't think clearly, got confused, forgetful, couldn't concentrate. Later it was informed she had horrible cramping and then hysterectomy was performed to remove the devices. Although the patient had not recovered from the events after hysterectomy, given the nature of the event, a contributory role of essure for abdominal pain cannot be totally excluded. However, considering essure devices act locally in fallopian tubes, causal relationship between mental impairment and essure use is very unlikely. Previously this case was regarded as non-incident, after follow up information, this case was upgraded to incident, since hysterectomy was performed to remove the devices. Other non-serious events were informed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
On an unknown date, the patient experienced depression (seriousness criterion medically significant) with suicidal ideation and irritability, dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), vulvovaginal mycotic infection ("vaginal yeast infections"), dysgeusia ("changes in taste"), parosmia ("changes in smell"), vitamin d deficiency ("vitamin d deficiency"), menopausal symptoms ("premenopausal symptoms"), arthritis ("inflammatory arthritis / joint inflammation") with peripheral swelling and arthralgia, intervertebral disc degeneration ("degenerative disc disease") with back pain and osteoarthritis ("osteoarthritis involving multiple joints"). The reporter commented: prior to essure, plaintiff had no major health issues. Plaintiff's menstrual cycle prior to essure was every 28 days with no excessive bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result not reported. Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim received. Following adverse events were added: dysmenorrhea, bloating, depression, suicidal thoughts, vaginal yeast infections, rashes, irritability, changes in taste/smell, vitamin d deficiency and premenopausal symptoms,inflammatory arthritis, degenerative disc disease, osteoarthritis involving multiple joints, and back pain. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including horrible cramping, menses have been very heavy/bleeding and clots/passing huge clots/horrible bleeding/menorrhagia and depression. The plaintiff had surgery to remove the essure implant approximately one and half years after insertion((B)(6) 2015). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. Changes in the pattern or amount of menstrual bleeding have been reported with use of the insert. Plaintiff underwent a total abdominal hysterectomy, bilateral salpingectomy for menorrhagia and abdominal pain. The prevalence of depression is higher among patients with cpp compared to the general population. In this case, plaintiff experienced depression with suicidal thoughts. This case was classified as incident due to device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Upon follow up receipt this case is now legal. Follow-up information will be obtained through the litigation process.